Manufacturer narrative:
The reported issue was confirmed. The service repair technician (srt) observed that the blade protector was bent and test blade would not attach into chuck assembly. The blade protector will be replaced. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the sternal saw had a bent blade guard. There were no reported adverse consequences to the patient.